Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site upon removal of the sensor at 6:00pm. The patient's wife stated the patient was bleeding for 10 minutes and wipes the affected area with alcohol. On (B)(6) 2018, the patient continued to bleed so they called the nurse and was referred to go to the emergency room (ER). While in the ER, the staff applied heavy pressure on the insertion site and the bleeding stopped. At the time of contact, the patient was doing good. No additional patient or event information is available.